Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. D1: brand name unknown / provided. D2: type of the device unknown / not provided. D4: additional device information unknown / not provided. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided. Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted. H3 other text : product not returned.

Event description:
It was reported that the implant and the mount disengaged from the driver during placement procedure and fell to the floor. Procedure was completed, driver works perfectly fine with other items.